Event description:
Hillrom received a report from a hillrom technician stating the bed alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however any additional relevant information identified following the completion of the investigation will be submitted in a supplemental report.

Manufacturer narrative:
The hillrom technician attempted to inspect the bed three times, but the account is unable to locate the bed. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it.based on this information, no further action is required. H3 other text: unable to locate device. 3 attempts.

Event description:
Hillrom received a report from a hillrom technician stating the bed alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).